Event description:
Date of surgery was (B)(6) 2014. No complications were observed at time of surgery. Pt was seen on (B)(6) 2014 for follow up where upon the abutment was loose and had mobile subcutaneous tissue. It was determined that the implant had not fully osseointegrated. Pt denies trauma, infection or unusual post-op course. Implant has come out. Pt to have revision surgery on (B)(6) 2014.